Event description:
During intra operative cranial application of the monteris axiiis miniframe by the surgeon, the titanium screws provided by the company would not engage to secure the device. On attempt to remove the partially seated screws, a fragment of their tips broke off and were retained in the patient's skull bone. The insertion problem was remedied by drilling starter holes to establish a channel for the screws to pass through the outer table of the skull and tightened to stabilize the docking station. There was no harm to the patient but the surgical case was extended. Several factors were believed contributory including the patient's skull which was very hard and dense. The design of the screw may be problematic as the threaded tip construction may actually weaken the screw because of the disparity in shaft verses tip diameter.